Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex coronary artery. A 20 mm x 2.50 mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured just before reaching 10 atmospheres. The burst appears longitudinal. The device was completely removed from the patient's body and the procedure was completed with a stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. Microscopic inspection revealed a longitudinal tear in the balloon material. Review of the product specification which indicates the rated burst pressure (rbp) of the complaint device was performed. With the reported information, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex coronary artery. A 20mmx2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured just before reaching 10 atmospheres. The burst appears longitudinal. The device was completely removed from the patient's body and the procedure was completed with a stent. No patient complications were reported and the patient's status was stable.